Event description:
The article, "bail out lithotripsy to treat delayed valve-in-valve tavr-related coronary obstruction", was reviewed. The article presented a case study of a 74-year-old male patient with advanced chronic obstructive pulmonary disease. It was reported on an unknown date, an unknown trifecta valve was implanted. It was later reported on an unknown date 6 years later, a decision was made to perform a transcatheter valve-in-valve (viv) procedure due to calcification of the trifecta valve. An unknown sized edwards lifesciences sapien 3 valve was implanted via transcatheter viv. It was reported 4 years post-intervention, the patient presented with moderate aortic stenosis due to a calcified trifecta leaflet pinned up in the sinus of valsalva by the sapien 3 struts, causing stenosis of the left main coronary artery (lmca). A decision was made to perform percutaneous coronary intervention (pci) of the ostial lmca stenosis. The article concluded that intravascular lithotripsy (ivl) may be used to treat delayed transcatheter aortic valve replacement (tavr) coronary artery obstruction (cao), especially in the context of underpinned tavr leaflets combined with commissural misalignment and high tavr implantation. [The primary and corresponding author was frank van der kley, department of cardiology, leiden university medical center, albinusdreef 2, 2333za leiden, the netherlands, with corresponding email: f.van_der_kley@lumc.nl].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "bail out lithotripsy to treat delayed valve-in-valve tavr-related coronary obstruction.

Event description:
N/a

Manufacturer narrative:
As reported in a research article, "bail out lithotripsy to treat delayed valve-in-valve tavr-related coronary obstruction",on an unknown date, an unknown trifecta valve was implanted in a 74-year-old male patient with advanced chronic obstructive pulmonary disease. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Some complications reported were, surgical intervention (valve-in-valve), hospitalization, aortic stenosis, obstruction, calcified leaflets. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "bail out lithotripsy to treat delayed valve-in-valve tavr-related coronary obstruction".